Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 700 mg/dl. Customer reported bent cannula. The customer's current blood glucose was 377 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin and intravenous drip. Troubleshooting was done for high blood glucose. The customer had not been using the insulin within 48 hours of reported high blood glucose event. The insulin pump will not be will be returned for analysis.